Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had a b30 communication error when scopes were connected. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint regarding the b30 communication error was confirmed. Additionally, a lamp failure was observed, however a root cause could not be identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction associated to the b30 communication error would likely be due to failure of the scope socket. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a diagnostic upper gastrointestinal endoscopy and the procedure was completed using the same device.